Manufacturer narrative:
The delivery device was requested, but has not been returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's eye due to posterior capsule damage. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of different model was implanted successfully. Please reference MDR# 2031924-2014-00067 for the intraocular lens.